Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the electrode on five sensors was missing. Customer's blood glucose was unknown. Customer was advised the sensors needed to be replaced. The device is being returned for analysis.